Manufacturer narrative:
Battery charger - 11/2005. Battery pack -10/2006. The second battery pack -10/2006. Device evaluation summary: device evaluations of battery charger and both battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not being fully charged was a blown fuse f2 within the battery charger. The fuse was replaced and the charger passed all functional tests. The root cause of the blown fuse cannot be positively identified. There was no obvious sign of liquid ingress or of a foreign object that might have shorted the charger connector contacts. This unit was turned into a demonstration unit. The second battery pack was found to have defective cells. The cells were repaired. The battery pack was retested and restocked. The root cause of the defective cells was probably due to the battery charger drawing power from the battery pack cells. The first battery pack passed all functional tests. It was restocked. No adverse event resulted from the damaged charger. The patient received a replacement charger and two battery packs.

Event description:
A male patient's father contacted lifecor customer support to report that neither of the battery packs he has will fully charge. Support sent two replacement battery packs and a replacement battery charger.